Event description:
Pt was implanted with a gore propaten vascular graft in an a-v access procedure in 2008 without complications. In 2009, new complications were reported: in 2008, an infection required incision and drainage with wound closure. Two months later, the graft was removed.